Manufacturer narrative:
The external visual inspection revealed the electrode was severed at the fantail and damage was observed on the top cover prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. The recipient is healing.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding recipient status will not be provided. This is the final report.